Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized due to low blood glucose on unknown date with blood glucose level was 20 mg/dl-270mg/dl. Customer was in emergency room as a result of low blood glucose. The customer blood glucose 20 mg/dl at time of incident and treated with food and glucose tablet. The customer was treated with intravenous insulin infusion. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did alleging insulin pump for over delivery, due to insulin pump was not stopping delivering insulin when he was low. Customer stated that they did used auto mode feature at time of low blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. Device uploaded properly using carelink. Device had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).